Manufacturer narrative:
The follow was included in the investigation in error in the follow-up #1 report and should be excluded - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: during investigation, the pump powered up with functional auditory and vibratory features a blank screen. During visual inspection, it was observed that the returned battery cap was undamaged and able to fit securely to the pump. The investigation was unable adequately investigate the initial complaint about a power issue due to an inability to run the 24 hour basal program and additional failures. The pumpâ¿¿s cover was removed and there was moisture corrosion found to the power printed circuit board and to the display flex connector. Unrelated to the initial allegation, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.